Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 612 mg/dl and ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer had not yet been discharged; however, treatment resolved the issue with no permanent damage. Customer declined troubleshooting with customer technical support. Additional information was not provided.